Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the sheath dilator could not be inserted. The doctor succeeded in making a small incision and inserting the sheath, and the treatment was successfully completed. The procedure was performed in accordance with instruction for use of iab catheter. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the sheath dilator could not be inserted. The doctor succeeded in making a small incision and inserting the sheath, and the treatment was successfully completed. The procedure was performed in accordance with instruction for use of iab catheter. There was no reported injury to the patient.

Manufacturer narrative:
The vessel dilator was returned alone without any visible blood on it. The returned vessel dilator was measured and found to be within specification. No visible damage was observed. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the sheath dilator could not be inserted. The doctor succeeded in making a small incision and inserting the sheath, and the treatment was successfully completed. The procedure was performed in accordance with instruction for use of iab catheter. There was no reported injury to the patient.